Manufacturer narrative:
Investigation is in process, but not yet complete.

Event description:
Upon installation of a loaner central control monitor, the field service rep reported that the unit came up with an error message: "system computer needs service". There was no pt involvement.